Manufacturer narrative:
(B)(4). The service report indicates that pre-repair temperature tests could not be performed. The motor would not start and had physical damage. The output shaft, gear, seals, and bearings were worn. Multiple parts were replaced. The handpiece was cleaned and successfully tested to specifications. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that the handpiece was overheating. Requests for additional information have been made, with no additional information provided at this time. There was no injury reported as a result of this event.